Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: 03nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
It was reported the system would not turn on. There was no patient involvement. The field service engineer (fse) could not confirm the issue. The fse performed extended self tests, and short self tests which all passed, so the issue was considered resolved.